Event description:
Patient in or for peg placement and colostomy placement. When surgeon attempted to deploy the snare on the peg tube during the procedure the snare would not deploy. Defective product, new kit opened and used.